Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, on a clinical study, after a bhr surgery was performed on (B)(6) 2006, on (B)(6) 2011 the patient experienced atrial fibrillation due to elevated ion levels. It is unknown how the patient was treated back then. After this, the patient experienced again a paroxysmal atrial fibrillation and underwent electrical cardioversion on (B)(6) 2015. Patient had 2 episodes of recurrent atrial fibrillation, 1 of them lasted 24 hours and then it was reverted back to normal. The current health status of the patient is unknown.